Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000481, serial/lot #: unknown. The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and upon inspection, the site told the rep that there was a constant beeping. The rep was not able to duplicate the reported issue. The tested the system with the power cord unplugged from the wall and the uninterruptible power supply (ups) battery lasted over 5 minutes. The replaced the ups battery as a precautionary measure. System checkout passed and was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site had the system in the room, did a spin to navigate the known anatomical land marks, placed screws and when taking the post op spin the mobile view station (mvs) lost all power and powered down. The site waited a few minutes turned off the entire system and rebooted both image acquisition system (ias) and mvs. The entire system powered back on. The site took their final spin and completed the case. There was a 20 minute delay in the case. No impact on patient outcome.